Manufacturer narrative:
The event was previously reported in mfg. Report # 6000030200300662 (epcr). This MDR is a follow-up to the original. The date received by MFR. Date of 11-jul-2016 reflects the date of the new information. The original date received by MFR. Date is 24-jun-2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received unknown morphine (unknown concentration and dose) in an im plantable pump for malignant pain (thoracic). A seroma developed around the pump pocket. The physician aspirated 80ml of fluid and told the patient the seroma may eventually go away. The patient was leaving for new york to spend two months. The patient was arranging a referral from her physician for a refill during that time. Additional information received indicated the patient experienced an infection 4-5 weeks post implant. The infection was attributed to salmonella. The location of the infection was unknown (pump verses catheter). The patient did not feel well and "did not connect it with the pump." The patient became aware of the issue from a neighbor (saw a "red strip up and down the belly"). The patient had surgery immediately to remove the system. The patient went through extended care with vancomycin treatment. The patient's chemotherapy port got infected during the vancomycin treatment. The patient was considering other therapies and want to know if she was at risk of infections due to having one in the past. The patient also had a concern about metal allergies (can only wear 18 karat gold). The below information was previously reported in MFR. Report # 6000030200300662. "The hcp reported the patient had a seroma that eventually became infected. The patient was treated with IV antibiotics and device system removal. The patient is reported to be stable, but still having a fever." All new information will be reported under this new MFR. Report #. History: left knee prosthesis, swelling and rash in knee (reaction to the metal of prosthesis).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.